Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, cardiac arrhythmia procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using another monitor. The philips field service engineer (fse) inspected the system on site and confirmed that the system powered on, yet the monitor remains unresponsive and displayed a blank screen. Upon troubleshooting fse found that the dvi to fiber converter was faulty. To resolve the issue, fse replaced the dvi receiver and sender in the b-cabinet. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system turns on, but the monitor is blank. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.